Event description:
The user facility reported that after a sterilization cycle, an employee opened a processing container and obtained a burn. The user facility did not provide information regarding medical treatment that the employee may have sought or received.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The cycle printouts were reviewed and no issues were noted. The technician ran test cycles and confirmed the sterilizer to be operating properly. The employee at the time of the event was not wearing proper ppe, specifically gloves, at the time of the reported event. The operator manual states (pp.6-29), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician advised user facility personnel proper use and operation of the sterilizer. The sterilizer is not under steris service contract. The sterilizer is serviced and maintained by the user facility.